Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010572, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6010572. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010572 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 07-dec-2024, with a total of (B)(4) units. The assembly, lot 4l04930 was manufactured according to the wi version 27 and manufactured in the quickset line, on 07-dic-2024, with a total of (B)(4) units. The assembly, lot 4l04931 was manufactured according to the wi version 27 and manufactured in the quickset line, on 07-dic-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4l06525 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 - 08, on 05-dic-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4l06521 was manufactured according to the wi version 42 and manufactured in the gluing machine mp04 - mp08, on 02-dic-2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformance nc- 2100889 was opened during the sterilization process (this issue is not linked to the performance of the process), and further product disposition were required. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, one non-conformance (nc) raised during production unrelated to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.

Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 28mmol/l at the time of event and the patient got treated with intravenous drip and pen. The length of ER stay is for less than 24 hours. The patient also had ketones. No further information available